Event description:
The patient''s settings were adjusted and the issue resolved.

Event description:
The patient is experiencing difficulty swallowing and pain since she was implanted three months prior. No intervention has taken place at this time.